Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported.